Manufacturer narrative:
(B)(4). According to (B)(4) the technician successfully ran a self test, cleaned the drive and the console. There were no more error messages. The failure was not reproducible. A supplemental medwatch will be submitted if new information has been received.

Event description:
It was started that an error message "error stop-inp" was displayed during patient. It can lead to a pump stop. The user immediatley changed the device. No harm on the patient.(B)(4).

Manufacturer narrative:
During investigation of the rotaflow (B)(4) the error message " inc stop-inp")was detected that the mast clamp must be replaced. The complaint # (B)(4) was not reportable because the error is only a problem during the start-up procedure(self-test). The check is never made during the run of the pump. This incident is not reportable.

Event description:
(B)(4).